Event description:
Device 1 of 2 reference MFR report: 3006705815-2019-01835. It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention was under taken and the lead was explanted and replaced. Reportedly therapy was restored post-surgery. As it is unknown which lead device with the high impedance was replaced, all lead devices were reported.

Manufacturer narrative:
Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. The fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.